Event description:
It was reported that there was oversensing and pacing inhibition related to noise on both the right atrial (ra) and right ventricular (rv) leads. Review of the pacemaker data indicated that the device had previously alerted for ra pace impedance less than 200 ohms, which triggered the lead safety switch and changed the programming to unipolar. The ra noise was due to sensing of myopotentials in the unipolar configuration, as well as some farfield signals and resulted in inappropriate mode-switching to atrial tachy response. The rv pace impedance was trending upward over time, but still well within normal expected limits. The rv lead exhibited noise in the bipolar configuration, which led to pacing inhibition. Technical services recommended additional troubleshooting of both leads to ensure integrity. This ra lead remains in service and no adverse patient effects were reported. It was additionally reported that the patient was scheduled to follow-up in clinic.

Event description:
It was reported that there was oversensing and pacing inhibition related to noise on both the right atrial (ra) and right ventricular (rv) leads. Review of the pacemaker data indicated that the device had previously alerted for ra pace impedance less than 200 ohms, which triggered the lead safety switch and changed the programming to unipolar. The ra noise was due to sensing of myopotentials in the unipolar configuration, as well as some farfield signals and resulted in inappropriate mode-switching to atrial tachy response. The rv pace impedance was trending upward over time, but still well within normal expected limits. The rv lead exhibited noise in the bipolar configuration, which led to pacing inhibition. Technical services recommended additional troubleshooting of both leads to ensure integrity. This ra lead remains in service and no adverse patient effects were reported.it was additionally reported that the patient was scheduled to follow-up in clinic.it was additionally reported that at follow-up, noise was still observed on the ra channel in the unipolar configuration. The programming was switched to bipolar. Physical maneuvers were then performed with regard to the rv lead. During the maneuvers the pace impedance was normal and stable and the pace threshold was stable; however, there was some loss of capture with certain movements. Upon review of recent rv electrogram data, there were multiple artifacts that indicated possible lead impairment. The pacemaker was programmed to doo with ventricular output at 7.5 v at 0.4 ms and it was planned to surgically review the device system. At this time, no surgical intervention has been reported.it was additionally reported that this ra lead remains implanted but will not be used due to persistent af. The rv lead was successfully replaced. The rv lead was discarded by the facility and thus will not be returned.

Event description:
It was reported that there was oversensing and pacing inhibition related to noise on both the right atrial (ra) and right ventricular (rv) leads. Review of the pacemaker data indicated that the device had previously alerted for ra pace impedance less than 200 ohms, which triggered the lead safety switch and changed the programming to unipolar. The ra noise was due to sensing of myopotentials in the unipolar configuration, as well as some farfield signals and resulted in inappropriate mode-switching to atrial tachy response. The rv pace impedance was trending upward over time, but still well within normal expected limits. The rv lead exhibited noise in the bipolar configuration, which led to pacing inhibition. Technical services recommended additional troubleshooting of both leads to ensure integrity. This ra lead remains in service and no adverse patient effects were reported.it was additionally reported that the patient was scheduled to follow-up in clinic.it was additionally reported that at follow-up, noise was still observed on the ra channel in the unipolar configuration. The programming was switched to bipolar. Physical maneuvers were then performed with regard to the rv lead. During the maneuvers the pace impedance was normal and stable and the pace threshold was stable; however, there was some loss of capture with certain movements. Upon review of recent rv electrogram data, there were multiple artifacts that indicated possible lead impairment. The pacemaker was programmed to doo with ventricular output at 7.5 v at 0.4 ms and it was planned to surgically review the device system. At this time, no surgical intervention has been reported.